Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the same day post implant of a temporary pacing wire after a transcatheter bioprosthetic valve implant procedure, the patient died. The cause of death was reported as pericardial effusion. It was stated that during the valve implant procedure, a non-medtronic guidewire was replaced due to an observed kink in the wire before the valve was attempted to be implanted. The valve was then successfully implanted with no paravalvular leak and a mean gradient of less than 10 mmhg. The patient was extubated and left the procedure room. An unknown amount of time following the procedure , the patient developed hypotension while in the intensive care unit (ICU). The patient¿s condition deteriorated and advanced cardiac life support (acls) began with cardiopulmonary resuscitation (CPR). A bedside echocardiogram carried out identified a circumferential pericardial effusion. The patient was taken to the operating room and an emergent pericardial window was completed successfully and 100ml of dark blood fluid was drained. A transesophageal echocardiogram (tee) noted no wall motion abnormalities, blood flow to the left main artery, and no migration of the transcatheter valve. The patient¿s hemodynamics quickly deteriorated and ventricular fibrillation and pulseless electrical activity (pea) were identified. Intravenous medication was also administered. Despite the resuscitation efforts the patient died the same date of the implant procedure. The physician believed the cause of death was a right ventricular perforation from the pacing lead. It was indicated that the clinical picture was not consistent of a cardiovascular perforation. The physician indicated the event was causal to the valve implant procedure.

Event description:
Additional information was received that the physician believed the cause of the pericardial effusion was presumed to be the temporary pacing wire due to the delayed timing of hemodynamic collapse. They also stated the death was contributed to by the patient's advanced age, frailty, small hyperdynamic left ventricular (lv) cavity, and thin ventricular wall. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.